Event description:
It was reported that the ventilator was pulled to the side of the MRI. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. According to received information, it is not known whether the wheels of the ventilator were locked or not, nor is it known if the ventilator was placed outside or inside the safety line at the time of the event. The ventilator was investigated on-site by our field service engineer. No damage was found on the ventilator. Pre-use checks were performed with successful results, and the ventilator was therefore returned to service. Previous investigations of similar complaint shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in the MFR environment.